Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 547mg/dl and large ketone level identified as dangerous (diabetic ketoacidosis). The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, magnesium, potassium, and blood thinners. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no reported permanent damage.